Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing, pacing inhibition, and increased pacing thresholds. Lead body damage was noted. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing, pacing inhibition, and increased pacing thresholds. Lead body damage was noted. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.